Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported that the screen became blank during an unspecified procedure involving an olympus gastrointestinal videoscope. No patient injuries were reported.